Event description:
Intravenous line (IV) attempt on difficult stick, elderly patient. Patient has been stuck multiple times unsuccessfully. This registered nurse (rn) to room, found a vein, would have been able to get IV, but since angiocatheters and butterfly catheters have been replaced with the new product, unable to successfully start line. They are too bulky, too long and not able to be maneuvered easily, causing the vein to blow. This is just one of many examples of missed ivs with this sub-par, ineffective product.